Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the smart remote manager failed to open, it was a fridge door. The customer verified in remote support services that a hardware failure message was present. The customer rebooted the device and attempted recovery, but the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager (srm) failed to open. A field service engineer replaced latches 1, 2, 3, and 4 of the auxiliary towers, as well as tower board. Performed latch service in remote manager, including oxidation removal and grease application. Adjusted the manager box and door hasp alignment to ensure proper operation. The system functioned as intended after the field service engineer repaired the device.